Event description:
Clinical study: same as case as #6000093-2005-00690. Nineteen days after a coronary artery drug eluting stenting procedure the pt experienced a hpersensitivity reaction. Target lesion #1 was a 2.5mm, 70% stenosed lesion located in the distal circumflex (dist cx). The physician treated the lesion without predilatation and by successfully placing a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. Target lesion #2 was a 3.5mm, 70% stenosed lesion located in the proximal right coronary artery (prox rca). The physician treated the lesion by successfully placing a taxus express2 8.8% 3.50x32mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Nineteen days after the procedure, it was reported that at a follow-up phone call it was discovered that the pt experienced a mild hypersensitivity reaction with localized join pain and fever. The pt was treated with medrol with resolution of their symptoms. In the opinion of the physician the reaction was not drug related, but is unknown if it is deivce related.